Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized on (B)(6) 2017 for a high blood glucose of 560 mg/dl. The patient was treated with a manual insulin injection and IV drip. The customer was not wearing the insulin pump at the time of hospitalization; he had been off of the device for less than 48 hours. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The infusion set cannula did not appear bent or crimped. There were tiny bubbles right where the needle meets the reservoir. The device settings were programmed accurately. A high pressure test was performed and the device successfully alarmed no delivery. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. The insulin pump was not returned for analysis.